Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and the patient regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their previous ins replaced because they used the battery for so much in that period of time the battery quit so they had to have the battery replaced. It was reported that the ins had quit in 2018 and the patient had finally spoken up and got everything scheduled and done after christmas, after the first part of the year. No further complications were reported/anticipated.